Event description:
The first exit site leaking above the bifurcation. The catheter sucks lots of air inside and drops some blood out from the junction sites. Treatment interrupted, catheter removed, pt under ward observation. Catheter was placed in 2003. When removed the catheter was cut into 2 pieces.